Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low pulse rate readings, ranging 54-56 beats per minute. There was no patient injury.